Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a representative (rep) was unable to complete the app 2.1 update on the system. At the end of the 3rd disc, the system displayed "installation failed: an error occurred during installation". Upon restarting the system, the rep attempted to log into the 'stealth user' and it appeared as though there was no application installed. However, the application showed up in the list of installed software in 'stealthadmin'. There was no patient involvement. Additional information was later received, it was reported the rep had attempted to uninstall and reinstall the application software but the system would not take. It was confirmed that the system was on os 2.0.3.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: (B)(6); product ID: 9736218, serial/lot #: (B)(6). H3: the system was serviced in the field, and the ssd was replaced. The software installed without issue. Codes b01, c02, d02 are applicable to this analysis. D9, h2, h3: the hardware (9736218) was returned and analysis was performed. The ssd was tested with a known good flex ent system. When attempting to login to stealth the system gives an error that states an internal error has occurred and the application must restart. (Code #2). The ssd was able to login to stealthadmin and s.m.a.r.t data & self-test did report an error. It has a read error rate of 1217997. This indicates a problem with reading raw data from the disk. Codes b01, c10, d02 are applicable to this analysis. H3: logs were received and software analysis was completed. The installer logs captured that the site tried to install stealth appli cation 2.1.0 on issue reported date i.e. 06-dec-2023. But, all the attempts are failed. Logs captured that the installation is failed as there is a hash sum mismatch between mnav-packages expected vs received. At the same time the syslog's captured multiple buffer I/o and print_req_error errors at multiple sectors. A software issue was confirmed. The reported event results from a software malfunction. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.